Event description:
Suture breakage post op. Customer reports that sutures snapped one day post skin closure. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.ethicon inc's internal control number is: 9730325-00